Event description:
On 09/18/2009, a company representative reported that the pt discontinued use of his infusion device 3 months ago, and switched to injection therapy due to e4 (occlusion) errors and elevated blood glucose. Upon follow up with the pt one week later, he stated that he began to experience elevated blood glucose of 400 mg/dl 8-9 months ago, when he began use of the infusion device. His normal blood glucose level is 175-200 mg/dl. He stated that he sometimes develops an infection that causes elevated blood glucose. He recently reconnected to the infusion device and his physician adjusted his basal rates. He stated that his blood glucose has lowered since the adjustment, but his readings are not back to normal. He stated that he changes his infusion site every 8-10 days. He was advised to change the infusion site every 3 days. The adapter has never been changed and he was advised to change it with every 10th insulin cartridge change. He stated that he began experiencing e4 errors 2-3 months ago and he believes this attributed to elevated blood glucose. He stated that he changed the infusion site and tubing to clear the error. Upon follow up on about one week later, the pt reported that his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.